Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument grasped tissue and wire became exposed at jaw. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding an exposed wire was confirmed by failure analysis.